Event description:
The surgeon reported that the 23g surgical instruments would not fit into the 23g cannula. The surgeon stated there was no pt impact. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4)